Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the rptr: the stapler seemed to fire completely normal. When the black knobs were pulled back, staples had formed on one side of the enterotomy, but the other side was left completely open. The knife cut through the tissue, staples did not form. Surgery was extended by 30 minutes due to the surgeon stapling close to the bougie to form the sleeve and fix the hole that was left in the gastrojennunal anastomosis. The pt received a smaller sleeve than doctor would have normally performed. Another load of duet was fired proximal to the bougie.